Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a pump stop was noted for the patient on interrogation. The patient denies knowing about the pump stop and was asymptomatic. A log file review was requested. The data showed 1 low speed advisory and 2 pump stops at 7:50 pm on (B)(6) 2021. The momentary pump stops may have been caused by a high current event. The pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A high current event can be caused by either power spikes, or a thrombus. Another possibility is that there could be a potential issue with the percutaneous lead. The pump stops and low speeds appear to be occurring on batteries. In addition, the log file indicates that the patient did not connect to the power module/mobile power unit (mpu) during this history. This suggests that the patient is sleeping on battery power. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the vad coordinator requested one unshielded patient cable for the patient on (B)(6) 2021. It was reported that the patient had another pump stop on (B)(6) 2021. The patient was given an orange cable during their last clinic visit. A log file review was requested. The log showed that the patient continued to have pump stop while on battery power. Technical services compared the data from the log submitted on (B)(6) 2021 patient had pump stop on (B)(6) 2021 and with current log file pump stop again on (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while on support from batteries. The x-rays submitted were unremarkable. Otherwise, there were no other notable alarm conditions or parameter changes in the log file. The vad team swapped the controller on (B)(6) 2021 and the patient was doing well. A driveline repair was performed on (B)(6) 2021 and there were no pump stops reported post repair. On (B)(6) 2021, it was reported the patient's device had low speed alarms at home while on grounded and ungrounded patient cables. The log file captured new pump stop events on (B)(6) 2021 and (B)(6) 2021. It is reported these occurred on grounded and ungrounded patient cables. The pump stops appear to be caused by a phase to phase short. The patient had the maximum external driveline length replaced in the past so another repair was not possible. Additional information reported the patient was admitted to the hospital and will be considered for either exchange to heartmate 3 or transplant. The patient will remain on batteries unless further log files are needed in which case, the ungrounded cable will be used.

Manufacturer narrative:
Incidental findings: evaluation of the returned external portion of driveline from (B)(6) revealed superficial damage to the outer silicone jacket. Main investigation conclusion evaluation of the returned portion of the patient¿s driveline from (B)(6) confirmed damage to the insulation of the black, brown, red, and green wires, which could have contributed to the low speed operation and pump stoppages captured within the submitted log files. It should be noted, however, that the patient experienced further low speed operation and pump stoppage events following the external driveline repair. A direct cause for the abnormal pump operation following the driveline repair could not be conclusively determined through this evaluation as the remaining portion of driveline was not returned for evaluation. Additionally, superficial damage to the outer silicone jacket was observed during evaluation of the returned portion of driveline as well as through the submitted photos. The submitted log file contained overlapping data from (B)(6) 2021. The log files captured pump stop events prior to the external driveline replacement on (B)(6) 2021. The log files recorded the driveline replacement on (B)(6) 2021 and recorded further pump stop events on (B)(6) 2021. The patient was operating on their power module or 14v batteries during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue. During the abnormal pump operation, the log file recorded low speed advisory and hazard alarms, and low flow alarms, which appeared to be associated with the suspected driveline issue. The patient underwent a driveline replacement on (B)(6) 2021. The returned portion of driveline measured approximately 22 inches. The silicone jacket was damaged and completely missing from approximately 2.5 inches through the remaining portion of driveline. The bionate layer was discolored but otherwise unremarkable. There was breakdown in the metal braided shield throughout the driveline with significant breakdown approximately from approximately 2.5 inches to 4 inches from the controller connector. The internal wires showed a slight kink in the wires approximately 3 inches from the controller connector. The layers were carefully removed to evaluate the underlying wires, and microscopic examination of the underlying wires revealed breaches in the insulation of the black, brown, red, and green wires all approximately 2.5 inches from the controller connector. The remaining wires, as well as the remaining portions of the black, brown, red, and green wires, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damaged to the insulation of the black, brown, red, and green wires appeared to be the result of repetitive flexing in the areas of damage. If the exposed conductors of wires of different phases made contact with each other, or simultaneous contact with the metal braided shield, while the patient was operating on 14v batteries, a phase to phase short would have resulted, causing the low speed operation and pump stoppages observed within the submitted log file. If any of the exposed conductors made contact with the metal braided shield while the patient was operating on a grounded power source, a short to shield would have resulted. The account reported that the patient experienced further low speed operation and pump stop events following the external driveline replacement while operating on both grounded and ungrounded patient cables. The patient ultimately underwent a pump exchange on (B)(6) 2021, and the account stated that the pump was currently in pathology. If the pump is returned at a later time, this complaint will be re-opened, and the device will be evaluated. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. The heartmate ii lvas IFU, rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.